Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that a piece broke off an adaptor while it was being used for a hip fracture. The broken piece was not located.

Manufacturer narrative:
An event regarding crack/fracture involving an centrax trial was reported. The event was confirmed. Device evaluation and results: a material analysis was performed and concluded the following: "the centrax insert broke from multiple overload conditions with the fracture initiating on the inside diameter of the device and radiating outward. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that a piece broke off an adaptor while it was being used for a hip fracture. The event was confirmed on the basis of returned device images and mar. The material analysis was performed and concluded that the centrax insert broke from multiple overload conditions with the fracture initiating on the inside diameter of the device and radiating outward. If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The customer reported that a piece broke off an adaptor while it was being used for a hip fracture. The broken piece was not located.